Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death was not provided. The customer's healthcare provider (hcp) had not seen the customer since (B)(6) 2014 and did not have any information regarding the customer's death. Per the iowa office of the state medical examiner, the patient was not a medical examiner's case.